Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 200 mg/dl to 400 mg/dl. The customer¿s blood glucose level were 286 mg/dl, 399 mg/dl, 301 mg/dl, 299 mg/dl, 339 mg/dl, 300 mg/dl, 331 mg/dl and 190 mg/dl. The customer declined troubleshooting for high blood glucose level because insulin pump received insulin flow blocked alarm. The insulin pump will not be returned for analysis.